Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was crushed and the outer coil fractured at 19.3 cm to 19.9 cm from distal tip. The damage sustained resulted from clavicular crush.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited loss of capture and sensing. Lead fracture was suspected. The lead was explanted and replaced on (B)(6) 2016. The patient was stable post procedure.